Manufacturer narrative:
Concomitant medical products: product ID: 1688tc lead was implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead was dislodged. It was further reported that the rv was pulled out, presumably when slitting during the implant. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.